Event description:
It was reported that during interrogation, the patient received electrical stimulation during the fully automated self test [fast] portion of the interrogation. The physician suspected the stimuli was coming from the right ventricular [rv] lead due to an insulation breach. It was also reported that the atrial lead had high threshold measurements. The rv and atrial leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.